Event description:
During manufacturer product analysis for a returned vns generator, it was noted the as-received settings were indicative of a faulted systems diagnostics test, as the output current was 0ma and the off time was 60 mins. Clinical notes dated (B)(6) 2011 were received to the manufacturer noting no issues with the vns generator at that time and that it was at proper settings. It is suspected a faulted systems diagnostics test occurred between (B)(6) 2011 (day of generator explant). Attempts for programming history are in progress.